Manufacturer narrative:
Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. The system was locked up and became unresponsive again. The system needed a hard reboot. No issues were identified. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) procedure, the navigation system became unresponsive in navigate function and had to perform a hard shutdown. Following rebooting, the system worked normally and they were able to continue the case with less than 5 minutes delay. There was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.